Event description:
A dialysis facility reported that a patient experienced hypotension and cramping during a hemodialysis treatment. The patient was given a total of 750 ml. Of saline. Based on the pre and post wts. And saline given, there was an excessive fluid removal of 3.3 kg. There was no serious patient injury. The patient was discharged stable.